Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2014, the patient underwent open reduction internal fixation (orif) surgery successfully for trochanter lower bone fracture in light leg. Then, the bone healing progressed slower. In (B)(6) 2015, the patient claimed the pain and the surgeon calculated the bone healing had not progressed. On (B)(6) 2015, the patient¿s bone re-fractured when the patient tripped over, the (B)(6) proximal fixation nail anti-rotation (j-pfna) long nail in question was broken at the same time. The patient had to undergo a re-operation on (B)(6) 2015. The provided x-ray was reviewed by the manufacturer and it was noted that the nail breakage could be observed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed: scanning electron microscope (sem) examination: when examining the distal fracture surface of the pfna-ii using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior were identified. The crack started at the lateral side of the intramedullary nail and ran into the material. On the surface of the nail, close to the initial fracture zone some mechanical damages were observed. The origin of these damages cannot be clarified. However we assume it was caused during the implant retrieval. After breaking, the two nail fragments rubbed against each other causing partly destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zone, followed by a transition area with a mixed fracture of fatigue striations and dimples. The forced fracture part of the fracture surface of around 50 % corresponds to the residual fracture zone. This relatively large area is a sign for high nominal loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna-11. The event of the tripping over of the patient correlate to the large area of forced fracture. The pfna-11 could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.